Event description:
It was reported that during a procedure for treatment, the stent suture collapsed. An endoscopy had been previously made and the lumen of the lesion was patent to the passage of the scope. The doctor started to feel a strong resistance to carry on the expansion of the stent. At that moment the suture collapsed. With a biopsy forceps they managed to recapture athe suture inside the esophagus, and after that, now without any resistance, they deployed the stent. It was reported that there was no additional intervention and there were no complications for the pt.